Event description:
The pt reported that yesterday he started with blood glucose readings in the 200s mg/dl with his normal range being 80-90 mg/dl. He said he bolused and, instead of going down, his blood glucose readings went up. He stated he drove home from work to change his accessories on his insulin infusion device and to switch to his backup infusion device. He stated he then bolused 18 units of insulin because his blood glucose had climbed to 385 mg/dl. The pt said that 1 hr later his blood glucose had dropped down into the 100 mg/dl range and by 1am his blood glucose reading was 47 mg/dl. He stated he drank some orange juice and ate 6 peanut butter crackers and a piece of candy. He said his blood glucose is now back to his normal range while using his backup infusion device. He states his only symptom was irritability. He said he has lost confidence in his primary infusion device and does not want new accessories. During troubleshooting, the pt stated on his last checkup his doctor said he was developing scar tissue in his abdomen. The pt stated he keeps his insulin in the refrigerator until he uses it. The pt was advised to let it reach room temperature as recommended in labeling. Troubleshooting did not find any issues with the product. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.